Manufacturer narrative:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The device(s) involved in the event are competitor product. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - (B)(6) 2010. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04343 / 04344).

Event description:
Patient reported that patient underwent a hip revision procedure approximately six years post-implantation due to bone spurs and possible metal-on-metal complications. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.